Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232749355); product type: implant date n/a; explant date n/a product ID ped2-450-20 (b591457); product type: implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open in the middle section. The patient was undergoing flow diverter implantation for treatment of a saccular, unruptured aneurysm located in the ophthalmic internal carotid artery segment with a max diameter of 7 mm and a 7 mm neck diameter. Landing zone: distal: 3.90 mm and proximal: 4.25 mm. The accessed vessel was the internal carotid artery with a diameter of 4.5 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The platelet reactivity unit (pru) level was 240. The angiographic result post procedure showed the same and before the procedure as the case was abandoned. It was reported that as per the operator, both the devices failed to open as the s curve of the artery at the ophthalmic bend. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, neuron guide catheter, headway microcatheter used for ped2-450-20 and phenom 27 microcatheter used for ped2-425-18, synchro and traxcess guidewires.